Manufacturer narrative:
The complaint of leakage on the 142550489 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 13487832 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch which was reported to have air in the line. The customer reported that they have an issue with the 0.2 micron filter leaking, proximal occlusion a, proximal occlusion b, distal occlusion, air in the line but unable to back prime. There was unknown patient involvement, however, no harm was reported as a consequence of the event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. E1 - additional contact name: (B)(6), rn.